Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. They reported that the pt was unharmed by the event. The nellcor puritan bennett customer support engineer (cse) could not duplicate the event, but he did verify the error code in memory that supports the customer's claim. The cse inspected the device and replaced the analog interface pcb as a precaution. The unit passed extended self testing.